Event description:
As reported, a micropuncture transitionless access set was used for access during a thoracic endovascular aneurysm repair (tevar) procedure performed in november of 2024. Three months after the procedure, the patient presented to a hospital with an occluded popliteal artery. Per the reporter, the occlusion was caused by a fragment of the micropuncture sheath that was left in the patient after the tevar procedure. Additional information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 01may2025. The reporter does not think that the physician noticed separation of the sheath during the original tevar procedure in (B)(6) 2024. Reportedly, the patient developed a deep vein thrombosis because of the retained fragment. The sheath fragment was identified and removed during a vascular procedure to ¿manage the clot.¿ a photo provided by the customer shows a device fragment.

Manufacturer narrative:
Summary of event: as reported, a micropuncture transitionless access set was used for access during a thoracic endovascular aneurysm repair (tevar) procedure performed in (B)(6) 2024. Three months after the procedure, the patient presented to a hospital with an occluded popliteal artery. Per the reporter, the occlusion was caused by a fragment of the micropuncture sheath that was left in the patient after the tevar procedure. Additional information was received 01may2025. The reporter does not think that the physician noticed separation of the sheath during the original tevar procedure in (B)(6) 2024. Reportedly, the patient developed a deep vein thrombosis because of the retained fragment. The sheath fragment was identified and removed during a vascular procedure to ¿manage the clot.¿ a photo provided by the customer shows a device fragment. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device from a component lot; however, the affected product was scrapped prior to release from cook. A review of complaint history found no additional complaints for this lot number. The product IFU warns ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and examination of a photo provided by the customer suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a component lot, the non-conforming product was scrapped prior to release from cook, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.